Event description:
The customer reported "pin prick hole" in the i.v. Set. Issue occurred while in use on a patient. There was no report of patient harm or medical intervention. Although requested, no additional patient or event information provided.

Manufacturer narrative:
(B)(4). The set has been received and the evaluation is pending. A follow up report will be submitted with failure investigation result once the evaluation has been completed.